Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, acetabular cup loosening was noted on (B)(6) 2013. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product identification and expiration date - unknown. Date explanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, acetabular cup loosening was noted on (B)(6) 2013. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Review of invoice history indicates the patient also underwent a right femoral resurfacing procedure on (B)(6) 2011. The patient was revised on the left side on (B)(6) 2013 at which time the cup was removed and replaced.